Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -13.5/1.5/072 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting. Later on this same date the lens was explanted. It was additional noted there will be a second lens implantation but there is no confirmed date. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).